Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 24-oct-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.